Event description:
Related manufacturer report number 3006705815-2022-01259. It was reported that the patient's leads had migrated. In turn, surgical intervention was undertaken on an unknown date wherein 2 new leads were implanted. Further information is currently unavailable.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information revealed that surgical intervention was undertaken on (B)(6) 2022 wherein the leads were explanted and replaced. Postoperatively, the patient has effective therapy.